Manufacturer narrative:
(B)(4). Damaged duckbill the analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that patient underwent right knee arthroplasty on (B) (6) 2010. Subsequently, a revision procedure was performed on (B) (6) 2010, due to infection. The polyethylene tibial bearing was removed and replaced. No further information has been received to date.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked from the outer seal. Another device was used to complete the procedure. There were no adverse consequences for the patient.